Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years post port placement, the catheter allegedly had cracks. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port and a groshong catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation and wear issues as a partial circumferential break was noted to the catheter approximately 5.2cm from the proximal end of the catheter and a partial compound breaks were noted to the catheter 5.7cm and 6.3cm from the proximal end of the catheter. Longitudinal splits were noted migrating from the borders of both the break. The surfaces on both breaks appeared to be round in one region and granular in the other region. During functional evaluation, leaks were noted on both the breaks upon infusion. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device). H11: e1(initial reporter addr 1), g1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years post port placement, when the port system was removed the catheter allegedly had cracks. There was no reported patient injury.